Event description:
The explanting physician reported the following: after three and one-half years of svc, theeh port was explanted. While removing the port catheter, multiple breaks in the tubing occurred. One fracture was at the point where the catheter entered the subclavian vein. The dr thought the catheter appeared to be "very limp" and tended to fracture rather than stretch. The catheter segments were removed except for one that remains in the subclavian vein. The dr believes that the segment is adhered to the vein and will not dislodge.